Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify pump error 28, pump error 2, pump error 63 or failed battery test alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump alarms. Customer's blood glucose level was 226 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they was able to rewind the insulin pump. Customer stated the insulin pump was not dropped or bumped. Customer reported that the displacement test and self test was passed. Customer reported that the insulin pump had battery failed alarm. Customer reported that the contacts was not missing, damaged, or corroded. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.